Event description:
It was reported by clinical manager a patient was exposed dialysate from a saline bag that backfilled during treatment. Prior to treatment the saline bag contained 400cc of saline. Later the transducer became soiled and when the nurse went to change the transducer line she noted the saline bag was extremely inflated. Since the saline lines could not be changed all lines were considered contaminated with dialysate. As a result, treatment was discontinued immediately by stopping the blood pump and disconnecting at the needles. Out of concern that the patient may have inadvertently been infused with saline that contained dialysate 250 cc's of the patient's blood was discarded and not rinsed back. Epogen was increased. The patient did not have any health complications. Treatment was resumed and completed with new equipment. The machine did not have any parts changed. The samples were discarded.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during dialysis mode. The user was exposed to dialysate. There have been no adverse events associated with this report issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filled at the completion of the investigation.